Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high glucose, with a highest sensor reading of 265 mg/dl for about an hour after a snack and vitamins while using the ilet system; troubleshooting of insulin delivery showed normal function with a dry, intact infusion site, proper connections, and immediate drops on fill, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and glucose later measured 96 mg/dl by cgm. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.